Manufacturer narrative:
Investigation results: as per manufacturing, a review of the device history record was completed for batch# 6354833. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick, the 1st related complaint needle shield missing and the 1st related complaint open package/seal on lot # 6354833. Two investigations were performed. One at (B)(4) facility and one at (B)(4) facility. (B)(4) investigation summary: customer returned (60) 1cc, 6mm, 31g syringes in poly bags with the shelf carton from lot # 6354833. Customer states that there was a needle stick, one of the needles didn't have a security cap, and 6 out of 10 packages weren't entirely sealed. All returned poly bags were examined and all exhibited a partially open seal along the back of the poly bags. Also, one syringe exhibited a missing shield with the hub broken off of the barrel. The exposed cannula could have led to a needle stick. (B)(4) investigation summary: on 15jan2018, (B)(4) received sixty (60) 1ml, 6mm, 31g syringes in sealed polybags and opened shelf carton from batch# 6354833. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by qe ah, similar findings were noted as to those found during initial investigation completed in (B)(4). The one (1) polybag noted with damage to any syringe was found to have a broken barrel tip and missing shield. The broken tip still contains the cannula, although bent, which was originally affixed within the barrel tip during production. This exposed both the patient end (pe) and non-patient end (npe) of the cannula and could likely have resulted in a needle stick injury by the end user. Additionally, all polybags received were noted to have a hole through at the same location in the vertical seal which appears to be a burn through the material. Conclusion: probable root cause for the broken barrel tip is likely due to a jaw jam on the form fill & seal (ff&s). When this occurs, any component or portion of a syringe may be involved and would receive varying degrees of damage. The component/syringe would be sealed in the polybag at that time and could miss being detected prior to moving on to final packaging. The hole in the vertical seal could also have been generated by this type of phenomenon. The (B)(4) plant is currently evaluating the ff&s equipment for process improvements to the sealing operations. Bd was able to duplicate or confirm the customer¿s indicated failure (needle stick, broken hub, open seal). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with the bd ultra-fine¿ needle while packing some syringes to dispense to a patient, a member of the pharmacy had a needle stick. It was observed that one of the needles didn't have a security cap, 6 out of 10 packages weren't entirely sealed. There was no report of injury or medical intervention.